Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a surgery the control unit was defective. The procedure was completed without a significant delay. A competitor device was used. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the operations/service manual found that only smith & nephew dyonics¿ disposable endoscopic blades can be used with the smith & nephew dyonics power shaver system. Check that the electrical equipment is properly grounded (i.e., plugs contain a ground prong). Grounding reliability can be achieved only when the dyonics power shaver system is connected to an equivalent ac power receptacle marked ¿hospital only¿ or ¿hospital-grade.¿ when connecting peripheral and accessory devices to the dyonics power shaver system, use only cables that have been validated for use with the system. Nonvalidated cables may damage the control unit and create electrical hazards. The use of non-validated cables will void the warranty. A relationship, if any, between the subject device and the reported event could not be determined.